Event description:
A customer reported that the t: slim x2 pump battery would not charge due to difficulty inserting the charging cable into the charging port. There was no reported impact to the customer's blood glucose level. The customer attempted to charge the pump using different cables but did not observe any obvious damage to the port. Customer continued to use the pump for insulin delivery.